Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer about the reported event. The customer opted to send in the unit for repair and tac transferred the call to the repair unit. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported evis exera ii xenon light source power button does not stay in. In addition, the narrow band imaging failed to work. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the probable cause of the indicated phenomenon, the deterioration of the power switch is likely to be the cause of the malfunction because the device was manufactured more than 15 years ago. Olympus will continue to monitor complaints for this device.